Event description:
It was reported that catheter issue occurred. An opticross hd was advanced for an ultrasound examination of the target lesion. During the procedure, it was noted that the device twisted, and no image occurred. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
D4 lot number updated to 0031641036.

Event description:
It was reported that catheter issue occurred. An opticross hd was advanced for an ultrasound examination of the target lesion. During the procedure it was noted that the device twisted, broke, and there was no image. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
D4 lot number updated to 0031641036. The returned device consisted of the opticross imaging catheter. Visual inspection showed that the imaging window was detached in the lapjoint section, and the imaging core was coiled. Kinks were also observed in the sheath assembly. The reported image lost event was confirmed based on an open circuit was encountered at the proximal end of the catheter which is related to breakage of the coaxial cable. This occurs due to the material characteristics of the coaxial cable and the drive cable, since the drive cable is made of counter-winded coils, it has better elastic capabilities than the wires used for the transmission of energy to the transducer (coaxial cable). The difference in elastic properties of the material causes that during the telescoping action, the drive cable elongates further than what the coaxial cable is capable of, if a certain threshold is exceeded, the coaxial cable would break, and the device is not going to be able to display an image. Failures related to this issue are traced to design characteristics of the device. The reported catheter material twisted event was confirmed based on coiled imaging core, since imaging window detachment decrease the friction between the imaging core and the sheath and imaging window, the detachment section will experiment a very high twisting force from the rotating imaging core, and consequently cause the coiling of the imaging core. Regarding the encountered kinks in the sheath, these are often caused by the action of external forces over the material, such bending forces could be encountered during the procedure at several stages, mainly during handling or manipulation of the device by the user. All compiled information on this investigation determines that the most probable cause is: cause traced to device design.

Event description:
It was reported that catheter issue occurred. An opticross hd was advanced for an ultrasound examination of the target lesion. During the procedure, it was noted that the device twisted, and no image occurred. The procedure was completed with another of the same device. No patient complications were reported.